Manufacturer narrative:
The mixer valve in the machine was cross-checked, zero calibration was performed. Device works as intended. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: during the general check, device displayed tf 5507. We cleaned the mixer valve but issues not resolved.

Event description:
Hamilton medical ag received the following incident description: during the general check, device displayed tf 5507. We cleaned the mixer valve but issues not resolved.

Manufacturer narrative:
The mixer valve in the machine was cross checked, zero calibration was performed. Device works as intended.